Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the balloon did not inflate completely once inside the patient. A second catheter was inserted at the same insertion site. No report of patient harm or injury. Patient status reported as "fine".

Event description:
It was reported that the balloon did not inflate completely once inside the patient. A second catheter was inserted at the same insertion site. No report of patient harm or injury. Patient status reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.